Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 412 mg/dl. Customer treated the high blood glucose with the insulin pump. He stated that he had been having frequent high blood glucose. He stated that the drive support cap appeared to be normal and recessed. Customer found air bubbles in the tubing. He was assisted in removing the reservoir and rewinding the insulin pump. Customer ran a manual prime and stated that insulin did exit the tubing. Customer did not find a leak. The infusion set was removed and customer stated that the cannula was bent and occluded. Nothing further was reported.